Event description:
Patient was implanted with tibial nail, end cap, and five screws on (B)(6) 2012. Patient was returned to the operating room on (B)(6) 2013 for removal of hardware due to a non-union. The surgeon revised the patient to a plate construct and bone graft. During the revision surgery, while harvesting bone graft with the ria system, the surgeon was reaming and the tip of the drive shaft broke off. The drive shaft is in two pieces. Post x-rays taken revealed two fragment pieces; however, the two fragments could not be confirmed as metal or bone. The surgeon used a back up reamer to complete the procedure without any further incident. This is 1 of 8 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.